Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to mechanical failure. The lens was exchanged for a shorter lens. There was no patient injury. The lens was discarded by the facility. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens was explanted due to excessive vaulting and elevated intraocular pressure. The cause of the event was due to sizing. The lens exchange resolved the problem. Corrected data: date of event: (B)(6) 2019. Claim # (B)(4).